Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the access site bleed could not be determined.

Event description:
The complainant reported that post coronary artery bypass graft surgery (CABG) the impella 5.5 was placed and coagulopathic issues occurred. The physician stated that cab and impella case times are very similar but only extended due to coagulation issues and bleeding in the chest wall/sternum. The physician after impella insertion cleaned and cleared the open chest wall but the patient continued to ooze, coagulopathic issue. The impella was decreased to p4 and factor 7 was given. The sternum started to look better, and the chest was closed.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿